Event description:
Per the clinic, the patient experienced a skin erosion at the magnet site and underwent a procedure to revise the skin (specific date not reported). However, the issue could not be resolved, and the device was explanted on (B)(6) 2020.

Event description:
It was reported the patient experienced infection prior to explant.

Manufacturer narrative:
This report is submitted on 29 september 2020.